Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker passed away in the hospital hours after the procedure was completed. An autopsy was performed and revealed the cause of death as a ruptured aneurysm. The field representative was not aware of device disposition post-mortem.